Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter leaked and was eventually removed and replaced in interventional radiology. The location of the leak is unknown.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The sample consisted of one assembled catheter dual lumen 11.5 fr x 16 cm, one dilator, 10 fr, one dilator, 12 fr and one guidewire, j-straight. A visual inspection was performed and all components presented signs of use. There were no issues found on the catheter. The sample was submitted to an underwater test. There were no bubbles detected on the catheter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts, which could impair its performance. The most probable root cause could be due to excessive force. However, because the reported issue could not be confirmed, a definite root cause cannot be determined. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.